Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using ruby coils, the 20x60 ruby coil became kinked upon removal from its packaging hoop. The damage to the 20x60 ruby coil was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using additional ruby coils.